Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial loosening with pain, effusion, edema and limping eight (8) years post-operatively. During the revision the patient's tibia was found to be fractured. All components were revised except the patella. Initial operative notes noted no intraoperative complications. Revision operative notes noted that the tibial component had subsided distally. It was also noted that the chronic subsidence had led to medial tibial plateau fracture. No intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, b6, b7 g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial loosening eight (8) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona ultracongruent articular surface left 10mm catalog #: 42512200410, lot #: 63321461, persona cruciate retaining standard femoral component left size 7, catalog #: 42502606201, lot #: 63374838, persona cemented all-poly patella 29mm catalog #: 42540200029 lot #: 63468120. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.